Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely. The transmission conveyed false pause electrograms due to intermittent undersensing on their implantable cardiac monitor. The issue was thought to be caused by positional disturbances. Programming changes were made.